Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu boards and the camera power supply were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not complete boot up. No pt injury was reported.